Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor overinfused during patient use. A volume of 230 ml was infused over the course of 30 hours rather than 46 hours. This implies a 7.7 ml/hr flow rate, which is 150% of the expected flow rate. The contents of the device are currently unknown. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.